Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the non-functional response button was a torn response button cable. The root cause for the torn cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.